Event description:
Information was received from multiple sources regarding patient's implantable neurostimulator (ins). It was reported that patient came in for a follow up appointment. Patient states approximately 2 to 3 weeks ago. He had a fall out of bed. (B)(6) called the office to let them know. He fell and that he was having pain in his upper back. Patient was scheduled for an appointment but was sent to get imaging of his stimulator leads prior to his appointment today. Rep was notified of the fall and met with patient. Patient states that he is still getting the same amount of relief from his stimulator which is approximately 50% relief depending on the day in the activity however, he is having new pain since his fall up in his upper thoracic area approximately at the bra strap line. Patient states he did not want changes made to his stimulation today as it has taken him a while to get the settings that he has to work the way, he wants it to. He is currently using group b and states that he flip-flops between each group depending on the day and the activity. No changes were made to stimulation today. Per pa there was slight lead migration with the right lead coming down approximately one to two contacts and the left lead coming down approximately one contact into the bottom oft8. Patient states that his relief has not changed. Patient denied all their complaints at this time. Patient did say that he still has bruising and scratches from his fall. Patient does have bruising on his left side that is still visible.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: lead, product ID: 977a260, lot#serial#: (B)(6), implanted: on (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 20-jul-2026, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 07-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.